Event description:
A patient reported experiencing inaccurate (high, low, erratic) results with a one touch basic original meter. The patient's blood glucose results were 250, 140 mg/dl. Tests were done within 10 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported. Note - customer has been cleaning meter incorrectly.